Event description:
It was reported that this artificial urinary sphincter (aus) cuff was too big; therefore, a surgical procedure was performed to remove and replace the component. No additional information was provided.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.